Event description:
It was reported the v (ventricle) dial will not change millamps. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; encoder flex found out of electrical specification. Analysis also found two side bail covers, ring cover, and battery drawer are contaminated. Battery contacts compressed, keyboard pad is damaged (cosmetic), and lcd (liquid crystal display) segments are missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.